Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 11/06/2018. Philip's field service engineer (fse) replaced the touchscreen to correct the reported problem. The touchscreen calibration was successfully performed and no other problems were found. The unit passed the performance verification.

Event description:
The customer reported an intermittent touchscreen. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 24jan2019. Date rec'd by MFR: 15jan2019. Failure analysis performed by philips on the returned touch screen shows that the customer complaint of ¿touchscreen failure.¿ was confirmed. The touch screen was contaminated and out of tolerance. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.